Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported right ventricular failure and subsequent patient outcome could not be determined through this evaluation. The heartmate ii lvas IFU lists right heart failure and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient suffered from worsening right ventricular (rv) failure which led to the patient's expiration. It was hard to determine if the rv failure was device related, the patient was reported to have been non-compliant and hard to follow closely. The device will not be returned for evaluation. No further information was provided.